Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that during a routine pump refill there was a volume discrepancy: expected 5mls and actual 15mls. The patient was asymptomatic. No environmental/external/patient factors that may have led or contributed to the issue were reported. Home infusion company would continue to monitor refill volumes. They would also schedule the patient for a hcp follow up if symptoms occur. At the time of this report, the issue had not resolved and patient status was alive- no injury. No further complications were reported.